Event description:
"Pt has h/o silicone injections bilateral breasts 23 years ago. Had bilateral augmentation with teardrop shaped gel implants (unk type/size - no records) in the 70's (prob about 20 yrs ago). Denies decreased size or h/o trauma but notes that they are softer. They were very hard in the last 1st, 2 yrs and had closed capsulotomies x multiple - the last at least 10 yrs ago. They have become painful, in the last 2 yrs. Right > left and has noted lumps along the lateral aspects of the breasts which seem to be migrating laterally and toward axilla. In addition the pt has long-standing, progressive systemic sx's with flares and remissions. These include arthraligas (+ am stiffness)/myalgias, paresthesias/dysesthesias, adenopathy, swelling, spasms, fatigue, fevers, hot flashes/sweats, headaches, peridontal disease, visual changes, dizziness and vertigo, memory loss, hair loss, rashes, sens sun/chem, sob/cp, wgt loss, with gi/gu probs. Pt is otherwise healthy."